Event description:
It was reported that the patient received two inappropriate shocks due to oversensing. The lead also exhibited high impedances. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 02:15:03 and (B)(4) 2011 02:15:04. Weekly pace lead impedance trend data shows an abrupt increase for max rv pace = 616 to inf ohms (un-filtered data) peak between (B)(4) 2011 and (B)(4) 2011. Sensing - oversensing: 8- ventricular nst<=210 ms on (B)(4) 2011 in the timeframe between 00:54:21 and 02:09:07. 2 - vf<=170 ms average v-cycle on (B)(4) 2011 21:38:22 and (B)(4) 2011 01:48:47. Sensing - interference/noise: ventricular short interval count v-sic=274 counts, in 0.86 day, between (B)(4) 2011 06:36:39 and (B)(4) 2011 03:09:45.